Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) was detected via review of a remote transmission due to post-paced t-wave oversensing (pptwos). No intervention was performed at this time. There were no adverse health consequences to the patient.